Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush with a number of pieces of plastic in mouth while brushing, broken off [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown had broken off; the consumer had the brush with a number of pieces of plastic in his/her mouth. No symptoms were reported. Relevant history: none reported. No further information was provided.